Manufacturer narrative:
(B)(4). Additional information: account contact called to report that the packaging materials were thought to be returned with the device as he does not have them anymore. The plee60a device was returned with no packaging for evaluation. If the packaging is available for return, the complaint will be reevaluated. Complaint event not confirmed.

Event description:
It was reported that when being pulled for a case it was noticed that the sterile packaging had been comprised. The plastic contains a crack breaking the seal. The device was not used in the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.